Event description:
The customer called for help with his contour system. He alleged that he received a high control test result prior to calling. He performed control tests during the call and received a result of 219 mg/dl. The normal control range was 101-139 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.